Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. The pigtail straightener is designed to straighten out the pigtail curve prior to loading the catheter onto a guidewire. The straightener has a split in it so that once the curve is straightened and the catheter loaded onto the guidewire, the straightener can be pulled off of the catheter. This event is believed to be isolated. No device failure. User error caused event. Evaluation, method: device history record was reviewed.

Event description:
The customer reported that during a stenting procedure, the pigtail straightener used on the catheter was inserted into the pt's body. A snare was used to safely remove the device from the pt. The device was discarded at the hospital. No harm or injury was reported.